Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. The physician has not watched the lead connection video posted on the company website, but was informed verbally of the procedure as described in the video. The recommended methods were applied.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.